Event description:
It was reported that the mentioned device bent during surgery and couldn`t be used anymore. There was a delay of 5 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the device deformed could be confirmed. Based on investigation, the deformation was caused due to great axial force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not found in the investigation.

Event description:
It was reported that the mentioned device bent during surgery and couldn`t be used anymore. There was a delay of 5 min.